Event description:
Pt underwent total knee replacement right knee. On pod#2 pt fell and sustained a closed right femur supercondylar fx. Pt underwent orif with subject plate. Pt was ttwb/nwb post op x 6 weeks, started pwb. Pt twisted knee and felt a 'pop'. During revision procedure, plate was noted as broken at transition area between periarticular locking holes and shaft screws. Inter-op cultures taken were positive for coagulase negative staph aureus, and a few necrotic bone fragments were found.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.